Event description:
Additional information received from the customer reported the forceps issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was not delayed and was completed with the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that forceps were improperly inserted into the evis lucera duodenovideoscope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was not confirmed; however, occurrence of the issue was likely at the site. Evaluation did find play of the up/down knob was out of standard value due to wear on the angle wire, the adhesive on the bending section cover was cracked and had a white clouded area, the adhesive around the light guide lens was cracked, the universal cord was wrinkled, the adhesive around the objective lens had a whit clouded area, the connecting tube was cut, the adhesive around the light guide lens was peeled and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to forceps channel kinked/deformation, possibly damage of the endo therapy accessory or, foreign material clogging biopsy channel. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.